Manufacturer narrative:
Internal file number - (B)(4). Evaluation summary: visual, dimensional and functional inspections were performed on the returned device. The reported deflation issue could not be replicated in a testing environment due to the condition of the returned device. A review of the lot history record revealed no manufacturing nonconformities that would have contributed to this complaint. Additionally, a review of the complaint history identified no other similar incidents from this lot. The investigation determined the reported difficulty appears to be related to operational context. There is no indication of a product quality issue with respects to the design, manufacture, or labeling of the device.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device is expected to be returned for evaluation. It has not yet been received. A follow up report will be submitted with all relevant information.

Event description:
It was reported that the procedure was to treat a 95% stenosed, tortuous, and calcified lesion in the marginal circumflex artery. A 3.0x20mm trek balloon dilatation catheter (bdc) was inflated to rated burst pressure (rbp) then removed from the anatomy. The device was advanced a second time and again inflated to rbp; however, the device failed to deflate after a negative was held for 1 to 2 seconds. The bdc was removed with the balloon inflated together with the guide catheter. The procedure was successfully completed with another guide catheter, guide insert, and stent implantation. There was no clinically significant delay in the procedure and no adverse patient effects. No additional information was provided.